Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, the nail bolt got stuck in the targeting arm device. Were not able to get it out, had to bring in another set, get it sterilized and continued the case without the use of the targeting device.